Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the third of six reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during multiple cataract surgeries, increased heating of the handle was noted, followed by the cessation of ultrasound generation (necessary for operation) in six handpieces. Back up handpieces were used to complete the procedures. There was no harm to any patient.